Event description:
It was reported that the patient has had previous revision, was revised because of instability of the triathalon total knee. The surgeon did an aspiration prior to revision and test came back negative. Surgeon revised and inserted 13mm.

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Device history review indicated there have been no reported discrepancies for the referenced lot. Complaint history review indicated there have been no reported events for the lot referenced. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Event description:
It was reported that the patient has had previous revision, was revised because of instability of the triathlon total knee. The surgeon did an aspiration prior to revision and test came back negative. Surgeon revised and inserted 13mm.